Manufacturer narrative:
Product event summary: partial lead returned in segments, analyzed. Analysis indicated that the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to a chronic failure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.